Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation - evaluation: an issue was reported with a wire guide obturator from a turbo-ject® single lumen power-injectable PICC (upics-5.0-CT-nt-1111) from lot 13482312. The wire guide obturator separated during an attempt to remove it. No fragments remained in the patient. Cook became aware of this event on 16mar2021 upon being notified by c.h.u. Le mans. The patient reportedly experienced no adverse effects as a result of this incident. A review of the complaint history, device history record (DHR), instructions for use (IFU), and quality control, as well as a visual inspection and dimensional verification of the returned device, was conducted during the investigation. One damaged wire obturator was returned to cook for evaluation. Upon visual inspection, areas of elongated coils were noted. The distal weld is intact, but the safety wire is not present. The mandril is protruding from the coil. Relevant device measurements were taken and found to be within manufacturing tolerance. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the design history file (dhf) showed that this device is both safe and effective for its intended use. A review of the dhrs for the reported complaint device lot (13482312) and the related subassembly lots revealed no recorded non-conformances. A database search did not identify any other events associated with the reported device lot. Given the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. Instructions for use (IFU) document t_ctpicctt_rev4 [turbo-ject peripherally inserted central venous catheters with micropuncture peel-away introducers] is packaged with this device. The product IFU states the following in consideration of the reported failure mode: ¿precautions ¿ standard techniques for placement of vascular access sheaths, catheters and wire guides should be employed. Instructions for use: 12. Introduce the catheter/obturator assembly into the sheath as far as possible. Note: resistance may be felt approximately 1-2 cm distal to the catheter suture wing when introducing the assembly into the sheath due to an increase in outer diameter. 14. After the catheter is in final position, remove the obturator, secure the catheter to skin and dress in standard fashion. How supplied: upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, inspection of the returned device, and the results of the investigation, a definitive root cause for this event has been traced to component failure unrelated to a deficiency in manufacturing/device design. It is possible that the wire guide obturator was damaged during advancement by forceful manipulation or contact with a sharp edge (i.e. Torturous anatomy). However, this cannot be confirmed without additional information. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Customer (person): phone - (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that the wire guide of a turbo-ject® single lumen power-injectable PICC became stuck and separated during a PICC line procedure. During insertion of the device, the wire guide became stuck in the catheter as the physician tried to remove it. It was reported that the "guide came out double," which was interpreted as the wire guide separating. It was confirmed that all fragments were retrieved from the patient.